Event description:
It was reported to medtronic minimed that the customer reported a change sensor alert, sensor updating and a lost sensor signal alert. The customer reported no adverse event. The event involved product(s) mmt-7040b, mmt-1884, mmt-7841zn. Troubleshooting was performed. The customer reported a loss of communication between the transmitter and the pump. The customer confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. The sensor glucose value was 151 mg/dl, while the blood glucose value was 59 mg/dl, resulting in a difference of 92 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. No harm requiring medical intervention was reported. No product return is required for mmt-7040b, mmt-1884, mmt-7841zn.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values, change sensor alert, sensor updating alert, the loss of communication between insulin pump and transmitter. The event involved product(s) mmt-7040b, mmt-1884, mmt-7841zn, unomedical, mmt-342. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 59 mg/dl and sensor glucose value was 151 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the sensor. Mmt-7040b was requested and the customer response was that the device will be returned. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for unomedical, mmt-342.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (replaced health effect - clinical code 4582 with 1912 for health effect - impact code 2199) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.